Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year three months of post deployment, a lumbar spine scan was performed on patient with lower back pain, noting an inferior vena caval filter in place with internal proximal tip at the mid body of l1 and multilevel degenerative spurring and sclerosis. Around, eleven months and sixteen days later, a computed tomography scan of the chest and abdomen and pelvis noted presence of inferior vena cava filter and mild increase in adenopathy located between the aorta and inferior vena cava at the level of the filter. Around, eight months and twenty seven days later, a positron emission tomography/ computed tomography was performed, and presence of filter was noted in a good position in the abdomen. Around, two years nine months later, a computed tomography abdomen and pelvis with contrast was performed on patient with indication of abdominal pain, noting presence of inferior vena cava filter. Around, five years and three months later, a computed tomography abdomen and pelvis without contrast was performed, noting positive evidence of caval perforation with superior extent of the filter at l1-l2 disc space and inferior aspect at l3 vertebral body. A total of 6 prongs perforated the inferior vena cava with maximum distance prong perforated 5.2 mm. One prong perforated the duodenum. Coronal images showed 0.31 degree tilt of filter right-to-left and sagittal images 6.41 degree tilt posterior-to-anterior. Around, four months and eleven days later, a computed tomography as performed on patient with history of motor vehicle collision, pulmonary embolism, and chronic back pain, revealing prongs jutting outside the inferior vena cava but no evidence to suggest penetration into the cortex of the lumbar vertebra and the duodenum. There was one prong in proximity to the vertebrae at that level. Filter could only be removed through open surgery, however, due to the patient¿s history of multiple abdominal surgeries and abdominal hernias with mesh repair, another abdominal incision would be high risk. Filter was elected to left within patient without further intervention. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.